Event description:
Per independent repair center statement, the (B)(4) concentrator was alarming (red light). The key failure was saturated sieve beds. Additional malfunctions were saturated pvc tubes and leaking hose clamps.